Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found that the guidewire was kinked in the distal end. It was also noted that the balloon ruptured. A functional examination was performed; the device was inflated and a leak was found because the balloon ruptured. It is possible that as the product was expired when it was used by the customer, the material of the balloon could had lost its properties and could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. The expiration date was verified against the attached labeling verification form that indicated that the device was going to be expired on 31-aug-2018 and device was used on (B)(6) 2018. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.